Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast-fix 360 was implanted, t2 was deployed simultaneously. The t1 of the fast- fix 360 was left secured in patient and t2 was removed with tweezers. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4) h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the t1 implant returned outside the channel with t2 torn away from the frayed suture. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.